Event description:
It was reported that while the surgeon was impacting the femur, a piece of the impactor/extractor broke off.

Manufacturer narrative:
This report will be amended when our investigation is complete.